Event description:
The customer reported that the display on the screen of the device was blank. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the display on the screen of the device was blank. There was no reported pt involvement. The device was evaluated by a philips field service engineer (fse). The symptom was clarified as the device failed to power up under battery and ac power. The cause of the issue was traced to the power pca. The power pca was replaced to resolve the issue. The device passed all testing and was placed back into service. No further communication was requested and none is warranted.